Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator's compressor was inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.